Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. The sensor was removed because of redness, pus and blood exuding from the sensor insertion site. The patient was evaluated by a physician, diagnosed with an infection and prescribed oral antibiotics. No additional patient or event information is available.